Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient's information is not generally available due to confidentiality concerns.

Event description:
It was reported the valve was used during an implant procedure. Afterwards, the patient developed a superficial infection, located at the ICD pocket. No exploration of the pocket was needed. The patient was treated with antibiotics, and there was no recurrence of infection.